Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au instrument and identified the failure mode as a defective ise motor driver board. The fse replaced the ise motor driver board to resolve the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of false high ion selective electrode (ise) patient results on their dxc 700 au instrument. The results were reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within laboratory¿s specified range prior to the event but was not within after the event. The customer did not provide patient demographics. The customer provided data for seven (7) patient samples.